Event description:
The customer reported, the vertical lift column will not move. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the vertical lift power supply. The system operates as intended.